Manufacturer narrative:
Event date - (B)(6) 2016. Medical product - femoral implant component catalog# 185268, lot # 277913, femoral stem catalog # 145024, lot # 793510, femoral augment components, catalog # 185348, 185348, 185308 lot # 157630, 157360, 030310, tibial tray catalog# 161429, lot # 3457952, tibial stem catalog # 145022 lot # 896220, tibial augments catalog # 185232, 185232, lot# 409170, 409170.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k093293.

Event description:
Patient reported right knee implant "feels like it has moved" and reported a "clunk" feeling. The patient was treated with a knee brace. No further information has been provided.